Manufacturer narrative:
The technician found the hydraulic manifold was leaking fluid from the base. He replaced the hydraulic manifold to repair the bed.

Event description:
Info received indicates the bed has no head function.